Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Attachment: user facility medwatch #mw5144593.

Event description:
User facility medwatch #mw5144593 received, stating: the tavr (transcatheter aortic valve replacement) case went as planned with a successful deployment of a 26mm s3ur valve in the native aortic annulus. There was a vascular complication that occurred at the beginning of the case when the percloses were being deployed. A piece of the perclose broke off in the femoral artery and caused a bleed that had to be treated with a cutdown before the tavr was started with the edwards devices. The vascular issue was repaired and the tavr proceeded as planned without complication. This report reflects information received by FDA in the form of a notification per 803.22. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effects of hemorrhage and unspecified tissue injury are listed in the prostyle instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices. Without the device returned for analysis and specified location of the separation a conclusive cause for the reported event could not be determined; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.